Manufacturer narrative:
Concomitant medical products: etlw1620c124e stent graft, implanted: (B)(6) 2019; etlw1620c124e stent graft, implanted: (B)(6) 2019; esbf2814c103e stent graft, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent right atrial (ra) lead undersensing on the stored electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.